Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The closure device was well positioned with no leak or device related thrombus present. Four (4) months post procedure the patient had a tee performed for another procedure. The tee imaging showed that there was a device related thrombus present. The patient was switched from eliquis and aspirin to plavix and aspirin in response to this event. The patient did not experience any other complications as a result of this event.